Event description:
The customer stated error code 1007, unable to process test, activated read failure was generated on the architect i2000sr analyzer since using reaction vessel lot 67289p100. No impact to patient management was reported.

Event description:
Customer reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 90 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.